Event description:
It was reported that the pump's alarm sound was not annunciating. There was no reported adverse impact to the customer. Reportedly, the customer continued to use pump for insulin therapy.